Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a constant air in line alarm was confirmed during product evaluation by baxter personnel. This condition was caused by the pump's door assembly being cracked at the upper and lower hinge stops. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a constant air in line alarm, which was identified during bio-medical service. This event may have been a false air in line alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.